Manufacturer narrative:
The investigation by ge healthcare has been completed. The acoustic performance test was performed on the system and concluded that the testing meets the iec (B)(4)requirements and the osha levels are within the specification for this system configuration. It is the customers responsibility to provide hearing protection for the patients with a noise reduction rating (nrr) of greater than 29 db as described in the operator manual. The patient was provided hearing protection; however, it was inadequate to protect them from the acoustic noise. No additional actions are required as the system was operating within specification. The root cause appears to be inadequate hearing protection.

Manufacturer narrative:
(B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient sustained an increase/change to a pre-existing condition of tinnitus after an MRI exam. The patient was provided a music headset without additional earplugs. One month after the exam, the patient reported a change in his tinnitus, including sound and severity. The patient was seen by a physician and received medical treatment of acupuncture and medication. The patient's condition slightly recovered but has not returned to baseline which is indicative of incremental permanent loss of function.